Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; however grommet damage was noted.

Manufacturer narrative:
Correction: previously submitted follow-up report #002 should have been sequenced #001. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; however grommet damage was noted. (B)(4): the device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, there was transient oversensing. The pocket was reopened and the connection confirmed. The lead connector pin was inspected and reinserted in the rv p/s port and tightened down, with oversensing still present. A new device was used. When the second device was connected to the lead system, oversensing was again present. The second device was left in place and the patient monitored for a few days to check for oversensing, with no further oversensing issues. There were no patient complications reported as a result of this event. It was further reported that there was a question as to why the device lasted only 23 months. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced due to early battery depletion.

Event description:
It was reported that during the implant attempt, there was transient oversensing. The pocket was reopened and the connection confirmed. The lead connector pin was inspected and reinserted in the rv p/s port and tightened down, with oversensing still present. A new device was used. When the second device was connected to the lead system, oversensing was again present. The second device was left in place and the patient monitored for a few days to check for oversensing, with no further oversensing issues. There were no patient complications reported as a result of this event. It was further reported that there was a question as to why the device lasted only 23 months. The device remains in use. No patient complications have been reported as a result of this event.